Event description:
It was reported the nurse found after surgery that the tip of the drill "was lacking". No adverse patient consequences were reported. It was also stated it was believed the physician was unaware of the damage to the drill and continued to use the drill.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.0mm quick release drill (part number 80-0318, batch number 492449) was examined under magnification. The length was measured to be 5.7265 inches indicating that approximately 0.0235 inches was broken off of the tip. The fracture surface indicated a brittle fracture, and the drill tip fragment(s) were not returned. No other damage was identified along the returned device, and minimal wear was shown along the edges of the drill tip. Possible reasons for this to occur include excessive side load during drilling or encountering dense or hard bone. However, based on the information received, the root cause could not be determined.